Event description:
Home pt (hp) reported a pin hole in pt line tubing of homechoice set during automated peritoneal dialysis treatment. Per home pt treatment was discontinued at time of leak and no pt injury associated with this report.